Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the ¿32100¿ error was found indicating ¿ac hardware current/voltage monitoring error¿ on the usm ¿ac_xd¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where no error was triggered. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the ¿axes controller motor (acm)¿ was further inspected and was damage was found, verifying to be the source of the fault.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, customer was getting a recoverable fault on the system. Customer stated they were getting a 32100 error on arm 4. Customer stated they had rebooted the before calling in and the error returned, they also tried to recover from the fault, but the error immediately returned. Technical support engineer (tse) recommended customer try a hard reboot on the system. Customer performed 2 hard reboots, but the error returned on power up. Customer was going to disable arm 4 and proceed with arms 1-2-3. The procedure was completing as planned with no reported injury.